Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) performed (B)(6), 2010 on a female patient (B)(6). According to the complainant, during the procedure the physician was able to successfully sweep stones from the bile duct however after a couple sweeps the balloon burst. The procedure was completed with a different device (olympus balloon and bsc trapezoid basket). There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be stable.

Manufacturer narrative:
Investigation results: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The most probable root cause of balloon burst/ruptured is operational context. This failure occurs due to contact with a sharp exterior object such as a large calcified stone, damage due to use in tortuous anatomy or pressure from large stones in the cbd.